Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the reportable malfunction documented in b5, the evaluation findings are as follows: the connecting tube and the distal end had a dent; the adhesive around light guide lens, the paint on the suction cylinder and the paint on air/water cylinder were peeled; the universal cord, the bending section cover and the connecting tube were scratched; the light guide lens and the suction connector had a crack; the adhesives around objective lens had white-clouded area; the adhesive on the bending section cover had white-clouded area and the adhesive on the bending section cover had a chip; the universal cord had a wrinkle and due to wear of angle wire, the play of upward/downward angulation control knob is out of the standard value and due to clogging of nozzle, water removal ability does not meet the standard value. Further information was provided by the customer. The device was cleaned, disinfected, and sterilized before it was sent in for repair. According to the customer, there was no delay in the start of the pre-cleaning, the air/water nozzle was flushed with air and water, the nozzle is cleaned with lint-free cloths/brushes/sponges and the air/water nozzle is flushed with detergent solution. There were no abnormalities in the accessories used for reprocessing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the gastrointestinal videoscope had a nozzle clogged. The issue was found during unknown diagnostic procedure. The procedure was completed using the same equipment. No reports of patient harm. During the evaluation the following reportable malfunction was found: nozzle had foreign objects. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the device was manufactured. Based on the results of the investigation, the event, ¿foreign material clogged in the nozzle¿, was confirmed. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. It was confirmed that the reprocessing steps were implemented in line with the instructions for use (IFU). It was confirmed that the section of the device with the foreign material residue had no deformation. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): ¿ IFU states that detection method in gif-1200n operation manual chapter 3 preparation and inspection. ¿ IFU states that preventive measure in gif-1200n reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). A definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.